Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a vitrectomy probe did not cut during a vitrectomy procedure. The probe had been successfully tested. A new probe was used and the procedure was completed without any patient harm. A company representative provided further information. The vacuum line was connected to the vitreotome. The vitrectomy probe was aspirating. Additional information was requested and received. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
One probe sample was returned and visually inspected and deemed nonconforming. The cutter was in the closed position from being used in surgery and is unrelated to the complaint issue. Actuation, cut and aspiration testing was performed and deemed conforming. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The complaint evaluation does not confirm the probe did not cut during surgery. The probe performance testing met specification. The root cause for this event cannot be determined from this evaluation. (B)(4).